Manufacturer narrative:
This event was initially being received as a non-reportable event but through additional information provided and the complaint investigators initial assessment, this event has been deemed reportable due to one (1) of the abutment screws (ilrght) returned was received fractured.

Event description:
The dentist reported that an implant bridge had loosened, three (3) of the certain large diameter screws (ilrght) and corresponding abutment. One of the ilrght screws was received by the clinician fractured, follow up was conducted and no additional information was provided.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The abutment screw was fractured and only top portion of the screw was received. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.